Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a service gas system message occurred at the top of the screen and electronic control was lost. The case was completed using manual controls. The system was pulled after the case and the message was still visible. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.